Event description:
The harmonic ace 7 shears disposable handpiece stopped working twice during a laparoscopic hysterectomy. The handpiece was changed and the procedure was completed. Cracks were not visible or identified prior to use. The unit was sent to clinical engineering to evaluate for any possible issues. Clinical engineering tested the harmonic unit and it is functioning properly. They were able to review the issue history in the machine and it shows the most recent issues were due to the disposable handpiece tip having a crack. In this particular procedure, two handpieces were shown to have cracks. They had to use three handpieces to complete the procedure. Defective handpieces returned to product rep for further investigation.